Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received with one of the front grip components detached from the delivery catheter system (dcs). Damage was observed on the inner portion of the front grip component. Damage was observed on the strain relief component of the dcs. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was damage observed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. A tear in the capsule was observed at the distal end of the capsule. There is a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured three times when a kink was noticed in the proximal part of the capsule. The valve was fully recaptured and the delivery catheter system (dcs) was taken out of the body. During examination of the capsule, it was noticed that the capsule was broken in two parts. The loaded valve was unable to be removed. It was reported that the patient had a tortuous abdominal and thoracic aorta due to severe scoliosis. Another valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. After recapture, a kink was observed in the proximal part of the capsule. The valve was fully recaptured and the delivery catheter system (dcs) was taken out of the body. During examination of the capsule, it was noticed that the capsule was broken in two parts. The subject dcs was returned for analysis. The device was received with one of the front grip components detached and damaged. The description of the event does not indicate that this damage occurred during the reported issue. The front grip may have been damaged and detached during examination at the back table after the event occurred, or it may have been damaged during return transport for analysis, however, the cause cannot be determined with the information available. There was damage observed on the threading of the screw gear. This damage indicates increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The force in the dcs is cumulative and many sources may contribute to the excess tension including load quality, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. In this case, the tortuous abdominal and thoracic aorta due to severe scoliosis, may have caused or contributed to the tension. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. A separation was observed near the proximal end of the capsule frame, confirming the reported event. The investigation completed into capsule separation found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown however, patient anatomy (which is this case was tortuous) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. A tear was also observed at the distal end of the capsule. This damage is typically seen when the capsule is cut in an attempt to remove the valve after a capsule separation occurred. There was no other evidence of damage observed on the subject dcs. Updated h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.